Event description:
It was reported that the mini cuff would not be returned. Multiple attempts were made to engage the pump to the cuff and normal force was used. The site confirmed that the abbott unlock tool was used per the instructions for use.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: evaluation of heartmate 3 left ventricular assist system, serial number (B)(6), confirmed apical cuff lock damage which would have contributed to the reported inability to engage the pump to the mini apical cuff. (B)(6) was returned assembled with the pump cable intact. The modular cable not returned. The outflow graft and outflow graft bend relief were not returned. The cuff lock was returned disengaged, and the mini apical cuff was not returned. Prior to disassembly the cuff lock latch arm was observed to be bent upwards as well as inwards toward the pump. Additionally, markings were present on the latch arm as well as nearby areas on the pump that appeared consistent with the use of a tool. Upon disassembly of (B)(6), inspection of the pump¿s blood contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. Following disassembly, dimensional analysis of the cuff lock revealed that both locking arms were also bent out of specification. The cuff lock assembly was reassembled, and engagement testing was performed using a test mini apical cuff. The cuff lock was unable to slide into the locked position as the leading side of the bent latch arm came into contact with the cover plate. The observed latch arm and locking arm damage is consistent with a high load being applied to the cuff lock; however, the exact time and cause of the cuff lock damage was unable to be conclusively determined through this evaluation. Review of the device history records for (B)(6) found no deviations from manufacturing or quality assurance specifications; the cuff lock passed all manufacturing inspection and testing steps. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. Review of the lvad assembly device history records (document # (B)(4) showed that the cuff lock installed on (B)(6) passed all inspection and testing. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Chapter 5, "surgical procedures", states, if the slide lock mechanism on the heartmate 3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings¿ or a tactile feel of three ridges versus one. The slide lock will not engage the apical cuff unless initially fully retracted. Chapter 5, under ¿caution¿, states, if difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the apical cuff to visualize what might be preventing the connection. This section also warns that the suture knots should not interfere with the connection, and if a sealing agent is used on or near the apical cuff, it should not interfere with the slide lock mechanism. Furthermore, chapter 5 of the IFU also states that ¿during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. The heartmate 3 mini apical cuff kit IFU in the ¿surgical procedures¿ section, explains how to prepare the mini apical cuff and the apical cuff holder for use. Section ¿directions for use¿ explains how to secure the mini apical cuff to the ventricle. This section also instructs the user that the mini apical cuff should be affixed only by the sew-then-cut method and pledgets should be placed no more than one and a half centimeters from the edge of the felt. Affixing the mini apical cuff using methods other than the prescribed technique can lead to challenges engaging the slide lock mechanism. In addition, this section describes how to insert the pump into the ventricle. This IFU cautions: when sewing the mini apical cuff to the exterior of the heart, the felt surface should have a flat or convex shape. This is so that the pump and slide lock mechanism can engage the metal ring on the mini apical cuff. The suture knots should not interfere with the connection. If a sealing agent is used on or near the mini apical cuff, it should not interfere with the slide lock mechanism. If the slide lock mechanism on the heartmate 3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of the slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings,¿ or a tactile feel of three ridges versus one. The slide lock will not engage the mini apical cuff unless initially fully retracted. If difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the mini apical cuff to visualize what might be preventing the connection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the pump would not engage on the mini cuff that was sewn on the ventricle. No materials were obstructing the pump or the cuff. A new pump was opened, the mini cuff was removed from the ventricle, the standard cuff was placed on the ventricle and the pump locked in place without difficulty.

Event description:
There was a delay in the procedure due to the event, however no adverse patient impact.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.